Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer stated that she wears the insulin pump in her bra when working out. Customer's current blood glucose reading is 183 mg/dl. No further information reported.